Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, during the delivery of the clip, the device didn't get caught and so the deployment of the clip was not possible. Hemostasis was achieved by manual compression. There was no adverse pt effects reported. Though requested, no additional info provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.